Event description:
It was reported, "notice was rec'd from attorney alleging that pt had sustained injuries and damages resulting from the recalled rejuvenate modular neck hip implant."

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no add'l info is available at this time. If add'l info is rec'd, it will be reported on a supplemental report.